Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose was 60 mg/dl. The customer reverted to manual injections for insulin therapy.